Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was worn. Build up of oil in the hose assembly was also observed.

Event description:
During setup for a procedure, it was reported that there was a crack in the hose and it was leaking oil. There was no pt involvement and no adverse consequences reported with this event.